Event description:
It was reported that on (B)(6) 2022, the patient was admitted for right heart failure and fluid accumulation in the anterior mediastinum. The patient experienced peripheral edema and was administers an antimicrobial agent. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. An attempt was made to obtain additional information regarding the reported events; however, it was communicated that the hospital was contacted but would not provide any further information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit for (B)(6), was shipped on 03jun2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists right heart failure and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This document also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.